Event description:
On 3/19/92 while attempting to ambu an infant with respiratory problems the ambu bag fell apart as stated by rn. When connected to o-2 continued to pop apart. This may have been due to the age of bag or the design. At time it appears that the body of the bag tends to skip off the one-way valve assembly. Defective product was replaced with proper working one puritan bennett disposable resuscitator.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, invalid data. The device was destroyed/disposed of.